Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Reporter phone number: (B)(6). Reporter address line 1: (B)(6). Reporter postal office or zip code: (B)(6).

Event description:
It was reported that the patient passed away on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. The IFU lists potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed acute lymphocytic leukemia and lymphoblastic lymphoma in (B)(6) 2022, which was believed to have led to the deterioration of the patient¿s general condition. Lung infiltration was observed which was considered to have led to respiratory failure and death. The patient ultimately expired in the hospital on (B)(6) 2023. The device was reportedly functioning as intended at the time of the patient's expiratory, and the patient outcome had no relation to the device.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2023 due to leukemia. The patient outcome was reportedly not device related and the device had operated as expected. It was reported that an autopsy was performed and hm3 lvas, serial number (B)(6) was explanted but would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. A is currently available. The IFU lists potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the cause of death was leukemia. The patient outcome was reportedly not device related and the device had operated as expected.